Event description:
It was reported the patient experienced decreased pain relief. The patient was examined and the medication was changed from dilaudid to morphine. The patient also had bupivacaine in the pump. On 2015-(B)(6), the patient was again examined and reported increased pain. The catheter was believed to be occluded. The reservoir volume was appropriate. On 2015-(B)(6), the patient underwent a surgical revision and it was observed that the lumbar portion of the catheter was partially obstructed. The catheter was spliced and the catheter anchor was replaced. The event resolved without sequelae. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr). The pump's indication for use (IFU) was listed as non-malignant pain. The event date was clarified as (B)(6) 2014. The patient experienced anxiety. On (B)(6) 2014, intervention was an increase. On (B)(6) 2014, fluoroscopy results were the catheter check had initial sluggish flow, then fluid after pump check and bolus of contrast and clearing saline. On (B)(6) 2014 upon examination the patient had increased pain and the pain level was 10 out of 10. The patient stated the pump was not working. On (B)(6) 2014, fluoroscopy was done and the catheter and rotor were checked. The catheter was patent with no leaks and the rotor turned as expected. On (B)(6) 2014, upon examination the patient stated the pump was not working well. The patient complained of nausea, decreased appetite, increased smell sensation and increased pain beginning one week ago. On (B)(6) 2014, fluoroscopy results for a pump check; the catheter was patent, no evidence of leak. The etiology was related to device or therapy and not related to implant procedure. The pump was updated on (B)(6) 2014 and was delivering dilaudid 20.0 mg/ml; 5.593 mg/day and bupivacaine 10.0 mg/ml; 2.796 mg/day. The pump was updated on (B)(6) 2015 and was delivering dilaudid 20.0 mg/ml; 6.460 mg/day and bupivacaine 10.0 mg/ml; 3.230 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36577, implanted: 1995-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).